Event description:
The manufacturer received information alleging a Ventilator Inoperative alarm occurred in the sales office during a pre-delivery service check on a Trilogy EVO ventilator. The device was not in use on a patient at the time of the occurrence. The Trilogy EVO ventilator was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation error codes in relation to (Machine flow sensor railed to maximum negative value and Machine flow sensor communication ceased and the sensor is stuck at same value) was observed in the device event log. The inside of the device was checked, and it was confirmed that the Flow Sensor connection to the System Board was disconnected. The components were reconnected and the issue was resolved.Additionally, the Detachable Battery was missing therefore it was added to the device. The technician performed Final Test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded from 1.06.10.00 to 1.06.15.00.

Manufacturer narrative:
The reported failure of the Machine flow sensor is accommodated in the product risk management file as being linked to Hazard with description Loss of Function/Loss of Primary Function. Complaints for this failure are reviewed via the Post Market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. QA continues to monitor complaints for this issue per the cadence in the Complaint Trending procedures. DHR review was performed for the complaint device Serial Number (b)(6), review confirms that the device met the final acceptance criteria and was released for final distribution. .